Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown legacy biomet abutment and the associated nanotite tm tapered certain® implant 5 x 8.5mm (nint585) were not returned. Since products have not been returned, visual/functional inspection could not be performed. A pre-existing conditions of mild tmj (temporomandibular joint dysfunction) was noted on the product experience report (per). No device item and lot number was provided for the reported loosened abutment so a device history record review and a complaint history review could not be performed. The complaint reported that the patient presented on (B)(6) 2018 with crown loose. Based on the evaluation, the complaint could not be verified due to limited information provided (no part and lot numbers) and no product available for further evaluation. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device has not been returned to manufacture.

Event description:
It was reported that the unknown biomet abutment loosened in the patient's mouth.